Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly it was difficult to remove the guide wire from the reamer. It was reported the synthes dhs triple reamer caught on guide wire and on advancement protruded through acetabulum 4cm into pelvis. On removing the reamer, it was noted to be very difficult to remove the guide wire. It is unknown what caused the reamer to catch on the guide wire. Idc was in place at time of incident. The reamer and wire was removed; wire removed from reamer with difficulty, new wire placed and reamed carefully under ii. The problem did not recur. The patient was monitored postoperatively in ICU. Consulted general surgery and the patient underwent CT scan. The CT scan did not show any pelvis injury or bleeding. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The drill bit shows no damage. Test with another guide wire revealed no problems at all. It is possible that the guide wire may have been bent during use and jammed up. Unfortunately, we have not been supplied with the damaged guide wire. This may have caused the migration into the pelvis. The instrument was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified. Placeholder.